Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via device registration that 1 year 3 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a valve of the same model and size. The reason for the explant was not reported. There was no report of adverse patient effects.

Manufacturer narrative:
Additional information was received that the bioprosthetic valve was explanted due to endocarditis. In the physician's opinion the device did not cause/contribute to the endocarditis. No adverse patient effects were reported. The device will not be returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.